Manufacturer narrative:
The kit svc o2 bi71000442 gantry mtr ctrl na (rev. 1 : s/n (B)(4)) was returned for analysis. Analysis found that the motion control box was faulty. The imaging system would not boot up all the way when the control box was installed into a known good system, the motion would not boot. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the motion did not initialize. They replaced gantry controller and updated firmware. All motion controllers. Back online. Calibrated motion. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device would not bootup all the way and there were no motion controls. There was no patient present when this issue was identified.